Manufacturer narrative:
The customer reported the device is being retained by the hospital. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Maude event report received stating "the suture broke on the device, lot # 730696h, causing the perclose closure device to fail. A 2nd device was used successfully." Additional information was received indicating that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. The second device used to achieve hemostasis was a proglide device. There were no reported adverse patient effects. No additional information was provided.